Manufacturer narrative:
E1 telephone number: (B)(6). This is one of two manufacturer reports being submitted for the same event. Reference related manufacturer report #2015691 2025 10601. The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in canada, edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. The patient had previous pascal device implanted and a reintervention with 56mm evoque valve took place. The implantation of evoque was uneventful. Approximately five minutes after deployment, it was noticed that the pascal device was no longer in position and it was resting on the right atrial (ra) wall. An initial retrieval attempted with a snare was performed and the pascal had moved around ra. The team opted to grab pascal using a another grasping device. It took multiple attempts to grab it sufficiently to pull the device down vessel and in to sheath. The entire sheath was removed without further events. There was no patient injury due to this event. The grade of regurgitation was reduced to mild-moderate. After internal image evaluation, during the atrial expansion and initial release stages, the pascal slda appears to rotate and shift position and there is device interaction with the evoque frame. Approximately 12 minutes following evoque release, that slda pascal device is no longer attached to the evoque valve. It is visualized approximately 12cm away within the right atrium.